Event description:
It was reported that upon implant, the patient's leadless pacemaker (lp) caused the patient to go into ventricular tachycardia (vt) due to premature ventricular contractions. It was elected to retrieve the lp and replace with a transvenous pacemaker. The patient was stable.